Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate

Event description:
Customer complains of low results. Customer's daughter states her mother feels well and states she does not require medical attention. The customer's expected blood results are 100-150mg/dl. Verified the strips expire 07/23/2018. Customer confirms the strips are stored properly and were first opened 08/21/2015. Customer performed back to back blood test 71mg/dl and 74mg/dl fasting. Reviewed meter memory (B)(6). Customers concern:the customer is concerned about the 124mg /dl on the trueresult meter and 174mg/dl on the doctor's meter on (B)(6) 2015.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned is under evaluation.

Event description:
Customer complains of low results. Customer's daughter states her mother feels well and states she does not require medical attention. The customer's expected blood results are 100-150mg/dl. Verified the strips expire 07/23/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 71mg/dl and 74mg/dl fasting. Reviewed meter memory (B)(6).